Event description:
According to the pt's attorney, pt had a "simple hernia surgery", but at some point after the surgery reported pain. Excerpt from the pt's medical records indicate that a second operation was performed after the surgeon reviewed the pt, as CT scan that showed evidence of free fluid and free air in the abdomen, which could indicate a bowel perforation. The bowel was washed; there was noted perforation in the lower abdomen. At this area there was clearly a tack that was right in the center of the perforation; as well as a tack within the edge of the bowel in the same area. Other loose tacks were retrieved. The surgeon's notes state that during the first operation, a protack device locked up or jammed, and was replaced with a second protack. The rest of the surgery was completed, and the pt was transferred to the intensive care unit in critical condition.